Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level of 33.3 mmol/l. Other blood glucose value mentioned was 29 mmol/l. The customer did not experience any symptoms of high blood glucose value. The insulin pump will be returned for analysis.